Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2008 due to pain. The custom bearing was removed and replaced. Patient underwent further revision on (B)(6) 2009 due to pain. The custom bearing was removed and replaced. Patient alleges the need for future revision due to a dislocated axle. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "dislocation and subluxation of implant components have been reported resulting from improper positioning of implant components. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-05666 / 05668).

Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2008 due to pain. The custom bearing was removed and replaced. Patient underwent further revision on (B)(6) 2009 due to pain. The custom bearing was removed and replaced. Patient underwent another revision procedure on march 19, 2014 due to a dislocated axle. The axle and custom bearing were removed and replaced.